Manufacturer narrative:
D10 concomitant products: vlft10gen - vlft10gen ft series energy platformx1, serial# unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, about 30 minutes after the start of transvaginal laparoscopic total hysterectomy, the handpiece jaw could not be opened and closed smoothly. It was caught in tissue but was able to be opened. Tissue was not under tension and the device was cleaned each time from the time it could not be opened and closed smoothly. Knife blade was not extended nor protruded beyond the edge of jaws. A new handpiece was used and it worked fine. Photos were submitted showing chipped part on jaw. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: "medtronic conducted an investigation based upon all information received. The device was available for evaluation. The visual inspection found eschar on the seal plate and jaws of the device. More frequent cleaning of the jaws could have prevented build up of eschar. The device's jaw opening and closing mechanism was functioning properly. It was reported that the jaws were difficult to open/close. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that there was an improper cleaning condition. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.